Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon reported information regarding a breakage of a matrixmandible reconstruction plate for a patient. Reportedly the patient was implanted with hardware for an operation for bone graft reconstruction with free flap approximately a year ago. It was reported the patient had some trouble with chewing and had a CT scan (date unknown) diagnosis to determine whether a reoperation is needed. No further information was provided at this time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was approximately one year ago (2012); date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the complained articles were sent to the responsible production manager for investigation. The (B)(4) screws sent to us are in working order. The plate has broken off on two differed sides and shows marking on the front and back. Due to the finding that the plate broke off on both sides, the damage symptoms were indicative of excessive applied reverse bending. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.